Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system showing 3 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized be the test system and successfully passed all functional tests. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer stated the force bipolar instrument had a dislodged hinge near the jaws and would stick on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer indicated the instrument was not required to be removed with the cannula as a result of the hinge sticking out. The instrument was caught on the at the wrist of the instrument. The instrument was moved, and tissue fell off. No tissue was excised, and no bleeding was due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.